Event description:
It was reported that device interaction occurred. The stenosed target lesion was located in a shunt. After placing a 6x60x75 epic vascular stent, a 6x80 non-boston scientific balloon was advanced for post-dilatation. After inflation, during removal of the balloon, the stent and the balloon got caught and the balloon could not be removed. The shaft of the balloon became separated while trying various methods for removal. The procedure was not completed due to this, and the patient was sent to a nearby surgical facility.

Event description:
It was reported that device interaction occurred. The stenosed target lesion was located in a shunt. After placing a 6x60x75 epic vascular stent, a 6x80 non-boston scientific balloon was advanced for post-dilatation. After inflation, during removal of the balloon, the stent and the balloon got caught and the balloon could not be removed. The shaft of the balloon became separated while trying various methods for removal. The procedure was not completed due to this, and the patient was sent to a nearby surgical facility. It was further reported that the target lesion was with a stenosis degree of 80-90% and was severely calcified around the a-side from the anastomosis of the forearm graft loop shunt. The stenotic part was tortuous and appeared in a gentle s-shaped curve. An approach was made from the proximal part of the loop shunt anastomosis (v-side) while crossing through the loop shunt with retrograde approach. After crossing the guidewire, the lesion was dilated 4 times with a non-boston scientific balloon to shift its position at 24 atmospheres and expanded well. The epic stent was delivered and implanted successfully without any problems as indicated on the angiographic images. Post-dilation was performed with the same non-bsc balloon and was used for in-stent post ballooning. Slight resistance was felt during the in-stent delivery, however, it crossed successfully, and was expanded as intended. During withdrawal, the balloon got stuck in the stent and could not be moved. The device was pushed and pulled until the balloon's shaft broke at approximate 2 -3cm from the sheath when an attempt with slight force was done. The patient was immediately transported via ambulance to the nearby surgical hospital for surgery as they could no longer be treated at the facility. Procedure was performed by cutting down around the loop shunt anastomosis (a-side), and pulled out the balloon directly. This caused the cell near the distal edge of the stent that was eventually implanted to be lifted, however, the balloon has been pulled out. Per physician, the areas where the calcification was severe and the struts of the stent were slightly protruding inward, which might have caused to get it stuck easily. The non-bsc balloon was structurally designed to allow the wire to follow the surface of the balloon to increase its inflation force, which might have caused the wire and stent to get stuck. The shunt was then re-created in the form of a bypass from around the anastomosis on the a-side. Patient status is well.